Manufacturer narrative:
Summary of event: as reported, in the middle of a procedure involving placement of another manufacturer¿s stent grafts, an unspecified cook advance lp balloon ruptured and separated. Reportedly, the procedure progressed as planned until the balloon, which was used for post-dilation, ruptured, leading to occlusion within the tadv (transcatheter arterialization of the deep veins) circuit. The patient¿s anatomy was described as "moderate", and the physician¿s experience level was "6-10 cases". An arteriovenous fistula (avf) was successfully created between the posterior tibial artery (pta) and posterior tibial vein (ptv) and a valvulotomy was performed. The complaint device was used to pre-dilate the ptv. Stenosis was identified above the calcaneus bone. Multiple balloons were used to attempt dilation of the stenosis. The complaint device was used; however, "persistent waste" was observed. A 5 x 60-millimeter balloon was used; however, "persistent waste" was observed. Another manufacturer¿s 5x20-millimeter cutting balloon was used; however, the balloon ruptured. An unspecified cook 6x60-millimeter balloon was then used, followed by another manufacturer¿s 6x20-millimeter balloon, which improved luminal "gain". Post-dilation with another manufacturer¿s balloon demonstrated a satisfactory lumen, and the physician proceeded with stent placement. Three stent grafts were delivered without complication, and angiography confirmed filling of contrast within the tadv circuit. The previously-used complaint device was then used for post-dilation of the stent graft; however, "persistent waste" was noted at the original stenosis. Upon "high-pressure inflation", the balloon ruptured, and extravasation of contrast was noted inside and outside of the stent. Per the reporter, attempts to retrieve the ruptured balloon led to further complications. A 0.035-inch wire and unspecified 65-centimeter angled guide catheter were advanced via a pedal sheath approach in an attempt to push the balloon proximally; however, the balloon remained immobile. Passage of the wire outside of the stent confirmed a local tear with extravasation of contrast. The user then attempted to remove the balloon and wire as a unit by pulling via a groin approach. The balloon reportedly dislodged, but became elongated and fractured, leaving the distal balloon material and shaft lodged at the stent crossing. Multiple attempts to remove the fragment with a snare, via a retrograde approach, failed. The user then attempted an antegrade retrieval, using another manufacturer¿s wire and unknown guide catheter; however, this was unsuccessful. The user noted that the wire exited outside the crossing stent, reportedly indicating another stent tear. Angiography confirmed further extravasation of contrast. After more than one hour of unsuccessful retrieval attempts, the procedure was aborted, and the balloon fragment remained in the patient. A final angiogram showed occlusive flow within the tadv stent, with no distal filling. Per the reporter, the physician believes that the stent tear was most likely caused by the ruptured balloon and exchange of multiple devices. The procedure was not successful; however, the customer reported ¿no injury¿ to the patient. Additional information: d1, d4, g4, h4. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Although the customer did not provide device information to cook, a sales/shipment search confirmed the model and lot of the complaint device. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states ¿do not exceed rated burst pressure. Rupture of balloon may occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy and procedural issues contributed to this event. Reportedly, the physician had experience with only six-to-ten tadv cases. The user reported ¿persistent waste¿ in the stenosed posterior tibial vein (ptv) after use of multiple angioplasty balloons, and another manufacturer¿s cutting balloon also ruptured. The complaint device, which had been used for pre-dilation of the ptv, was used to post-dilate the stent graft; however, ¿persistent waste¿ (assumed to be residual stenosis) was noted at the area of original stenosis. The user then reported that the balloon ruptured during ¿high-pressure inflation¿. Although the customer did not respond to cook¿s inquiry regarding the inflation pressure used, "high-pressure inflation" suggests that the balloon may have been inflated past the rated burst pressure. It is likely that the ruptured balloon material became caught within/on the stent graft, contributing to balloon separation as the user pulled on the balloon catheter. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D1: unspecified advance lp 5x20 balloon catheter. D4: based on the device description, the most likely rpns and model numbers are: g30903 pta4-18-80-5-20 k130293. G30958 pta4-18-150-5-20 k130293. G34359 pta5-35-80-5-20.0 k132020. G35532 pta5-35-135-5-20.0 k132020. D10: limflow stent graft system rgs-35060-us-24, rgs-55150-us-24, rgs-55200-us-24; lots 82338136, 82343042, 82343334. G4: k130293 or k132020. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, in the middle of a procedure involving placement of another manufacturer¿s stent grafts, an unspecified cook advance lp balloon ruptured and separated. Reportedly, the procedure progressed as planned until the balloon, which was used for post-dilation, ruptured, leading to occlusion within the tadv (transcatheter arterialization of the deep veins) circuit. The patient¿s anatomy was described as ¿moderate¿, and the physician¿s experience level was ¿6-10 cases¿. An arteriovenous fistula (avf) was successfully created between the posterior tibial artery (pta) and posterior tibial vein (ptv) and a valvulotomy was performed. The complaint device was used to pre-dilate the ptv. Stenosis was identified above the calcaneus bone. Multiple balloons were used to attempt dilation of the stenosis. The complaint device was used; however, ¿persistent waste¿ was observed. A 5x60-millimeter balloon was used; however, ¿persistent waste¿ was observed. Another manufacturer¿s 5x20-millimeter cutting balloon was used; however, the balloon ruptured. An unspecified cook 6x60-millimeter balloon was then used, followed by another manufacturer¿s 6x20-millimeter balloon, which improved luminal ¿gain¿. Post-dilation with another manufacturer¿s balloon demonstrated a satisfactory lumen, and the physician proceeded with stent placement. Three stent grafts were delivered without complication, and angiography confirmed filling of contrast within the tadv circuit. The previously used complaint device was then used for post-dilation of the stent graft; however, ¿persistent waste¿ was noted at the original stenosis. Upon ¿high-pressure inflation¿, the balloon ruptured, and extravasation of contrast was noted inside and outside of the stent. Per the reporter, attempts to retrieve the ruptured balloon led to further complications. A 0.035-inch wire and unspecified 65-centimeter angled guide catheter were advanced via a pedal sheath approach in an attempt to push the balloon proximally; however, the balloon remained immobile. Passage of the wire outside of the stent confirmed a local tear with extravasation of contrast. The user then attempted to remove the balloon and wire as a unit by pulling via a groin approach. The balloon reportedly dislodged, but became elongated and fractured, leaving the distal balloon material and shaft lodged at the stent crossing. Multiple attempts to remove the fragment with a snare, via a retrograde approach, failed. The user then attempted an antegrade retrieval, using another manufacturer¿s wire and unknown guide catheter; however, this was unsuccessful. The user noted that the wire exited outside the crossing stent, reportedly indicating another stent tear. Angiography confirmed further extravasation of contrast. After more than one hour of unsuccessful retrieval attempts, the procedure was aborted, and the balloon fragment remained in the patient. A final angiogram showed occlusive flow within the tadv stent, with no distal filling. Per the reporter, the physician believes that the stent tear was most likely caused by the ruptured balloon and exchange of multiple devices. The procedure was not successful; however, the customer reported ¿no injury¿ to the patient.